Manufacturer narrative:
The technician found the CPR valve was worn. CPR was functioning. The technician replaced the CPR valve to repair the bed.

Event description:
Information received indicates the head section is drifting slowly over night.